Manufacturer narrative:
The device was returned for investigation and the issue was verified and duplicated. Investigation found the sw1 reed switch had failed and this was the cause of the reported issue. The customer received a replacement device and this device was scrapped.

Event description:
A distributor contacted heartsine to report that a customer's device prompted 'child pad" while an adult cartridge was inserted. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient. As a result, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined.

Event description:
A distributor contacted heartsine to report that a customer's device prompted 'child pad" while an adult cartridge was inserted. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient. As a result, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine technologies ltd has requested the return of the device from the distributor in order to investigate the alleged malfunction.

Event description:
A distributor contacted heartsine to report that a customer's device prompted 'child pad" while an adult cartridge was inserted. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient. As a result, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.